Manufacturer narrative:
A follow-up report will be submitted with all additional relevant information literature attachment: re-do konno procedure and aortic root replacement for prosthetic valve endocarditis involving the aorto-ventriculoplasty patch: a case report b3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "re-do konno procedure and aortic root replacement for prosthetic valve endocarditis involving the aorto-ventriculoplasty patch: a case report", was reviewed. The article presented a case study of a 5-year-old patient with a history of congenital aortic regurgitation (ar). On an unknown date a 19mm regent valve was chosen for implant to treat the ar. The device was implanted. Approximately 10 years later it was identified that the patient had a clinically significant patient-prosthesis mismatch. On an unknown date a konnar-avr procedure was performed. The regent valve was explanted. An on-x aortic valve was implanted. \[the primary and corresponding author was shintaro katahira, division of cardiovascular surgery, graduate school of medicine, tohoku university, 1-1, seiryo-machi, aoba-ku, sendai, miyagi, 980-8574, japan, with corresponding e-mail: shintaro.katahira.e7@tohoku.ac.jp.]"